Event description:
It was reported that the sonopet universal handpiece was overheating during the course of procedure causing the tip to melt twice. Irrigation was activated, but was not reaching the tip for sufficient cooling. No adverse consequences and no medical intervention were reported with this event. There was a surgical delay of thirty minutes; however, the procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
Since this product was not able to be repaired, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that the sonopet universal handpiece was overheating during the course of procedure causing the tip to melt twice. Irrigation was activated, but was not reaching the tip for sufficient cooling. No adverse consequences and no medical intervention were reported with this event. There was a surgical delay of thirty minutes; however, the procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
Device evaluation in progress.